Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The burr lock mechanism was disassembled and the two springs for the lock tabs had failed and were not pushing on the lock tabs to secure cutters. It was determined that one of the springs were observed to be out of place and deformed while the other spring was also out of place and completely gone. It was determined that the cause for the springs to come out of place was possibly due to the handpiece being ran without a cutter. The assignable root cause was determined to be due to component damage caused by user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during testing, it was observed that the attachment device would not hold compatible burr devices. According to the report, the same burr device was accepted by another attachment device. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.